Event description:
The pump event logs showed, the pump had a motor stall on (B)(6) 2011 that recovered on the same day. The pump stalled again on (B)(6) 2011, a tube set message was noted in the logs on (B)(6) 2011; no motor stall recovery was noted. The device system was used to deliver dilaudid (20 mg/ml) at 5.2 mg/day, clonidine (50 mcg/ml), and bupivacaine (2.5 mg/ml). Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).